Event description:
This 34 yr old female underwent bilateral augmentation mammoplasty using textured saline implants on 6/22/94. Fluid added to right implants was 325cc and 300cc to left implant. Over the next few days, she noted a lot of drainage out of the drains. Upon exam, it appeared the right breast implant had completely deflated. The pt was returned to surgery for removal and replacement of deflated right saline implant. Gross exam showed no recognizable defect.